Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: monitor rfrb 9735795r mtouch 27in s8 svc stealth monitor cover s8 svc monitor rfrb 9735795r mtouch 27in s8 svc cable 9735856 usb 2.0 a-b 2m s8 svc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had a cracked main cart monitor. There was no patient involvement. A new monitor was installed. The new monitor and the right lower quadrant is not working for the new monitor. Representative reseated the touch screen cord with no resolution.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the cracked monitor was replaced to resolve the issue. Codes b01, c07 and d02 are applicable. H3: analysis was performed for product: 9735795, lot number: 20113807. It was reported that the returned monitor had an impact mark on the upper right edge with a corresponding vertical crack through the display. Otherwise, the monitor displayed a good image with normal touch function. The sound was absent at the start of testing but later was normal. Codes b01, c07 and d02 are also applicable. H3: analysis was performed for product: 9735795r, lot number: 23313997. It was reported that the touch function on the right quarter of screen did not function. Codes b01, c07 and d02 are also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.